Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were showing an error and all the patients were not crossing over. A technical support specialist dialed into the application server and verified that the services were running, checked the extract transform load (etl) and confirmed it was running, then dialed into the database server, found that the extract transform load (etl) service had failed, followed knowledge article (ka) medes etl arithmetic overflow error converting identity to data type int to resolve the extract transform load (etl) issue, successfully fixed the extract transform load (etl), and it was up and running. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server an error occurred indicating that patient data information was not updated and may not be current, with a patient interface issue lasting approximately 1 hour and 15 minutes. The customer reported that patients were not crossing over during this time, and they had to create temporary patients to pull medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.